Event description:
It was reported that there was a low water swap. There was no patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The root cause of the reported issue was found to be customer damage to the micro switch. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.